Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what were the indications for the initial surgical procedure? Unknown. Were there any difficulties with the device intraoperatively? No. What were the colors and product codes of the cartridges used? One ecr60w to sever the duodenum, 3 ecr60bs to sever the stomach. Was buttressing material being utilized? If so, what type? No. Were any staple malformation issues identified? No. Did the surgeon wait 15 seconds prior to firing? Yes. Was the device fired in one stroke or pulse fired? One stroke. How was the bleeding identified? Post operation by drainage tube. Was the source of the bleeding identified where the device was used? Unknown. Were blood products required? No. Was the bleeding intraluminal or intrabdominal? Intrabdominal. How was the bleeding treated in the second surgery? Suture used to oversew all the anastomotic stomas. What is the current status of the patient? Stable and left from hospital.

Event description:
It was reported that there was bleeding after surgery. One hour after the endoscopic assisted gastrectomy, the patient was bleeding. Did the 2nd surgery to stop bleeding. The patient is stable and in hospital now.